Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received ", total knee prosthesis. The device has been in contact with the patient. The pins puller does not squeeze enough. Difficulty in removing pins." The product was not returned to medtech orthopaedics; however, photos were provided for review. (B)(4). The device associated with this report was not returned to medtech orthopaedics, for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported of will not hold/retain. The device interaction issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total knee prosthesis surgery, the pins puller did not squeeze enough and there was difficulty in removing pins. The procedure was not stopped and the surgeon did not change technique. There was a delay of five minutes in surgery, and there was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "total knee prosthesis. The device has been in contact with the patient; the pins puller does not squeeze enough. Difficulty in removing pins". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance, as only signs of wear could be observed on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though the conditions in which the reported failure cannot be replicated and the mating component was not returned for evaluation, a functional test was performed using medtech orthopaedics lab samples (styrofoam block and attune pins). Functional test revealed that the attune pin puller could grab and retrieve correctly the pins from the hard styrofoam. The overall complaint was not confirmed as the observed condition of the attune pin puller would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.